Event description:
A housekeeper experienced a needle stick injury to the middle finger of the left hand when removing, for disposal, a filled sag 4822-pr sharps container from a hidden wall bracket. The stick was apparently caused by a needle which protruded from the front wall of the container. The housekeeper is being treated prophylactically with anti-hiv drugs. The container was full beyond the recommended fill line and contained several large size, 60cc, syringes. It also contained some plastic "baggy" type bags that shouldn't be deposited in the sharps container. It is the customer's perception that the product is defective. However it is highly probable that excessive force may have caused the needle to protrude through the wall. The container meets astm standards for puncture resistance.

Manufacturer narrative:
On 10/27/1997 graphic controls in buffalo rec'd. From the chatsworth site, a faxed copy of the attached medwatch report filed by the user facility with the FDA. The user facility 7-digit access number, relevant history and additional reporter info are being provided in this follow-up report as additional info.